Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the supply line of the homechoice cassette and the supply bag. This event occurred during initial drain of peritoneal dialysis (pd) therapy and the patient was connected for therapy at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy and the patient would restart therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.